Manufacturer narrative:
Medical devices continued: mcs-p3-31-aoa-us transcatheter valve implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed undersensing of the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.